Event description:
The physician reports that during surgery with attempted implantation of the crystalens, the haptics tore during lens delivery with the staar surgical lens injector. Delivery was attempted with the backup crystalens, however, this lens haptic tore in the same manner. A different lens model was implanted successfully and the pt's prognosis is good. Reference MDR# 2031924-2008-00223.

Manufacturer narrative:
Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system, where the plunger overrode the lens.